Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6)2024, when our ICU was preparing to admit patients, the exhalation valve of this equipment leaked air, and the product quality issue was self repaired. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).